Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic surgery (vats) lobectomy, the first two reloads worked but the four reloads did not fire. In addition, there were poor staple formation. A new device was used to complete the case. There was no patient injury.